Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal exhibited bioburden at suction port and suction connection. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
Updated b5, d8, d10, h3, h4, h6, h11. Added: h2. The device was returned to olympus for inspection. The issue was confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer information.